Event description:
Event: unplanned cut-down on the common iliac. Event narrative: the jacket guard became stuck in the graph limb. IFU troubleshooting techniques could not be used because a 10f guide catheter of sufficient length was not available. A cut down was made to the common iliac at the point of the bifurcation to remove the jacket guard. The hooks were cut off the limb and the limb was sewn into the common iliac. Case outcome was successful.